Manufacturer narrative:
Bottom housing vent was found to be damaged. Although the timing of the damage could not be determined, it did not contribute to the reported event. Piezo kill switch was engaged. Based on the data download, the device ran 4067 pulses before the reservoir reached empty state and the 0x18 alarm was triggered. The received device had the cannula assembly fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's glucose reached 23 mmol/l (414 mg/dl) while wearing the pod between 5 and 24 hours on the arm. Upon inspection, it was noticed that the pod was leaking, and the patient was unsure if the cannula was properly inserted into the skin. A new pod was applied to treat the hyperglycemia.